Manufacturer narrative:
Disclaimer: advanced bionics does not intend, that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the device history record was performed at the request of the nca and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. This is not believed to be related to the return reason. The electrode condition prevented an electrical test from being performed. The scanning electron microscopy (sem) analysis revealed parylene insulation damage on the wires of some electrodes in the array. The device passed some of the electrical tests performed. The device passed some of the mechanical tests performed. The reported complaint of electrode shorts could not be verified during this analysis, which was limited due to the electrode being severed and no-lock state of the device. However, sem inspection revealed parylene insulation damage on the wires of some electrodes in the array, which may have possibly resulted in a high resistance short or current leakage between the two channels. Additionally, the no lock state of this device is attributed to a short circuit inside the analog chip (power node to case ground node). It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures inside the analog chip at the case ground node. This ultimately caused the device to cease functioning. This version of the hires 90k device is no longer distributed. Corrective actions were implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced open electrodes. Device testing revealed abnormal results. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.